Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, hypoglycemia and change sensor alert. The customer low blood glucose value was below 50 mg/dl. The customer reported hyperglycemia was treated with insulin pump and hypoglycemia was treated with carb intake. The event involved product(s) mmt-332a, mmt-1884, unomedical, mmt-7040a. Troubleshooting was partially performed. Customer was using the insulin pump system within 48 hours of the reported event. The auto mode feature was on at the time of incident. Customer reported high blood glucose, low blood glucose and change sensor alert. The customer give more insulin caused low blood glucose. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-1884. No product return is required for unomedical. No product return is required for mmt-7040a. It was unknown whether the customer will continue or discontinue the use of the devices. Updated summary: customer reported having a high blood glucose because he usually does not bolus for his meals (he only boluses sometimes for his meals). He treated the high with the pump. Customer reported that his blood glucose went below 50mg/dl because he took too much insulin for the high. Then, he had a change sensor alert. He treated the low with carbohydrates. Troubleshooting was done for the sensor issue and for the high. Customer declined troubleshooting for the low. Pump was used within 48 hours of the high and low. Smartguard was used during the high. It was unknown if smartguard was used during the low. Pump is not returning for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.